Event description:
It was reported that the patient suffered "on increased impulsivity" on (B)(6)-2009. The cause was judged as related to stimulation, so the parameters were adapted. It was reported that the patient's medication was decreased and was discharged from the hospital on (B)(6)-2009.

Manufacturer narrative:
(B)(4).